Event description:
It was reported that during pre-surgery it was observed that the "oil was dirty" on the foot control device. There was no delay in the scheduled surgery. A spare identical device was available for use. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was confirmed. Evidence indicates this was due to improper handling. If additional information should become available, a supplemental medwatch report will be submitted accordingly.